Manufacturer narrative:
The event occurred on unspecified dates during the month of (B)(6) 2020. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd cycler sets had the patient line green cap ¿fallen off¿ inside the wrapper (overpouch). This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.